Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure to treat esophageal varices secondary to portal hypertension performed on (B)(6) 2024. During the procedure, after the band was fully set up, the shrink wrap was removed from the ligator cap of the device. The scope was placed in a position to deploy the first band on the distal varices and when the physician tried to deploy the first band, it would not deploy off of the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.